Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter was found to have a cracked or broken lcd screen. If lfs obtains additional information a supplemental report will be submitted. At this time, lfs considers this matter closed.